Manufacturer narrative:
Analysis of the lead (s/n: (B)(4)) found all conductors were broken 22 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient didn't like having a rechargeable battery so the decision was made to replace it with a non-rechargeable battery. During the replacement, intra-op impedance testing showed all impedances were open. The hcp opened another new ins and again all impedances were open. The leads were tested with a wens and all impedances were open. The leads were replaced with two new leads and all impedances were then normal. The rep didn't know what led to the issue. The issue was reported to be resolved. The explanted leads were expected to be returned for analysis. No further complications were reported.